Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing.- device is used for treatment. Insufficient information provided to perform a compatibility check. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported while attempting to size a knee, a screwdriver from a loaner instrument set broke off at the tip while the instrument was in the knee. The tip of the broken screwdriver was removed. No additional parts came off or were broken. Instrument and tip was collected in a biohazard bag and charge rn was notified of the incident. No patient impact. No product returned.

Manufacturer narrative:
(B)(4). Uf/importer report # (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device was requested, but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.